Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to site issue and getting rash from oval tape, on (B)(6) 2019 with unknown blood glucose level and treated with cream and claritin at hospital for site issue. The customer was assisted with troubleshooting. Customer states they wash hands and clean site prior to set change. Customer cleans the site with alcohol. Customer did avoid touching connecting parts of the sensor or site location after cleaning site. Customer did change sensor within product specifications. Customer did not use alternative tapes. The device will not be returned for analysis.